Event description:
Customer alleges siderail won't stay up. The latch hook on pt foot right siderail does not catch when siderail is raised; the nurse stated that pt may have sat on siderail. Repair is not complete at this time.